Event description:
Healthcare professional reported, right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This record is for the right side.

Event description:
Healthcare professional reported deflation. The device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on anterior assessed as an unidentified (tear) opening and observed an opening on radius assessed as surgical damage. Additional observations: ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.